Event description:
It was reported that the right ventricular lead placement was causing tricuspid regurgitation. Repositioning was unsuccessful, so the lead was explanted and replaced. The patient was stable.